Manufacturer narrative:
Although evaluation of the returned units revealed successful retraction during the functional testing (needle retraction); one of the two units revealed evidence of cured adhesive in the area of the grip. The issue of misplaced (cured) adhesive caused the inability of retraction and the unit to malfunction. An investigation of the bd insyte autoguard bc shielded IV catheter with blood control technology was conducted on lot# 7075702. The investigation concluded that cured adhesive in the area of the grip was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. Formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 20 g x 1.00 in. (1.1 mm x 25 mm) bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology failed to retract on multiple occasions. As assistant nurse manager also found difficulty in retracting the safety device even when pressing hard. Additionally, once pressed, she found the retraction to be slow. There was no report of injury or medical intervention.